Event description:
It was reported that the connections between the neuroelectrodes to the two bifurcated extensions migrated and a revision occurred. The patient had pain and tenderness over the area. During the revision, a subcutaneous pocket was developed to the right of the lumbar spine and the coiled loop was eliminated from its prior overlying position over the spinous process. The event resolved without sequelae on (B)(6) 2012. The event was considered related to the device/therapy, but not related to the implant procedure.

Manufacturer narrative:
Recharger model 37752, serial# (B)(4). Programmer 37743, serial# (B)(4). Extension 37082-20, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Extension 37082-20, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Lead 3487a-56, lot# v157393, implanted: 2008 (B)(6), explanted: na. Lead 3487a-56, lot# v157393, implanted: 2008 (B)(6), explanted: na. Lead 3487a-56, lot# v157393, implanted: 2008 (B)(6), explanted: na. Lead 3487a-56, lot# v157393, implanted: 2008 (B)(6), explanted: na. (B)(4).